Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was discovered leaking while the pump was infusing. The patient was connected to the IV tubing and pump for approximately 4 hours; the duration of the leak is not known. A new IV catheter was placed in a different site and the patient was monitored for 48 hours for signs and symptoms of infection. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0248 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.